Event description:
It was reported that there was an expired screw implanted. Discovered after implantation, nurse and sales rep advised surgeon of the expired screw.

Manufacturer narrative:
Evaluation summary: the reported locking screw was not returned to stryker kiel as ¿device remains implanted¿ according to information received. Review of the DHR of the locking screw reported did not indicate any deviations; the DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) april 2014 (nominal value). The device reported was documented as faultless prior to distribution. Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. A medical consultation in a similar case (a nail has been implanted approx. 6 months after expiry date) revealed that any such situation does not require medical intervention and a risk for the patient is not to be expected. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. Nevertheless, the expiry date of the reported locking screw should have been noticed prior to surgery. Based on the above the event is not linked to a deficiency of the device but is rather related to off-label use. No non-conformity was identified.

Event description:
It was reported that there was an expired screw implanted. Discovered after implantation, nurse and sales rep advised surgeon of the expired screw.

Manufacturer narrative:
Device remains implanted. It can be assumed that the packaging was discarded. Device will not be returned